Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, there was a loss of capture on the left ventricular (lv) lead. The device was reprogrammed to deactivate the pacing on the lv lead which resolved the event. The patient was stable with no consequences.